Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high sensor readings compared to unspecified results from an adc meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms of difficulty speaking and intense sweating. The customer was able to self-treat with an unspecified capillary puncture, injected glucagon and drank 4 juices. There was no report of death or permanent impairment associated with this event. A sensor result of 80 mg/dl was compared to an adc meter reading of 20 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. It is unknown when these readings were obtained in relation to the reported adverse event.